Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported: "image white balance unstable when taking fluoro, it effect doctor to diagnostic pt image." Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.